Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the device gave a result of 80 mg/dl. Reported no action or inaction based upon on a device result that caused or contributed to serious injury. No delay in treatment noted. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.